Manufacturer narrative:
(B) (4)

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate multiple electrode anomalies. Reprogramming of the device did not alleviate the issues. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.